Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles appeared to be in the infusion set tubing. Reportedly, the customer is visually impaired, therefore, could not confirm if air bubbles were present. Customer¿s blood glucose (bg) level was 176 mg/dl. Customer delivered a bolus to address bg level. Tandem technical support guided the customer through priming the air bubbles out.